Event description:
It was reported by the customer "cannot advance catheter over guidewire, cannot retract guidewire through catheter. Raising guidewire was not possible (side j tip), afterwards other side of (straight side) guidewire could raise, dilate ok, catheter only able to slide 12 cm over guidewire. Wanted to remove guidewire but could not. Guidewire stuck in the catheter. Patient was in an uncomfortable position for much longer and had to be pricked several times." No other information was provided. 4/18/2024 - the guidewire returned for evaluation revealed the core wire was broken at the j-tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing/retracting the guidewire is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 12fr dual lumen niagara slimcath catheter and a j-tip guidewire. Use residue was observed on the catheter. The guidewire exhibited multiple bends and curved shape memory. A non-complainant 0.038¿ j-tip guidewire was advanced and retracted through both lumens. No resistance was observed during functional testing. Microscopic inspection of the guidewire revealed the core wire was broken at the j-tip. The weld tip was partially attached. The core wire was observed to be tapered which is typical of failures due to tensile stress. However, additional unknown factors may have contributed to the break in the core wire. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11